Event description:
From the distributor's report: 1. Product was used to close a laceration on the right eyelid of a patient three years of age. 2. The product ran into the eye and it was partially bonded shut. 3. The doctor was able to get the eye open using mineral oil. 4. There was no more information provided. 5. The current status of the patient is unknown.